Event description:
It was reported that: "leak at the end of the doran 3-way extension which broke off in the catheter. Catheter inserted prior to cardiac surgery. A leak is found at the proximal part of the catheter. I retightened the various connectors, the one in the middle had barely been touched and had broken. The tip of the tap was stuck inside. Consequences: the drugs that were on the median line weren't really going to the patient, particularly the hypotensive drugs, which after the new catheter was fitted were given at a reduced rate because they had to be given directly to the patient. There were no negative clinical consequences for the patient, as it was discovered in time. Medication transferred to distal line. Catheter removed after femoral catheter reattached by the doctor. All drugs prepared and infused into the new catheter." There was no reported patient harm.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "leak at the end of the doran 3-way extension which broke off in the catheter. Catheter inserted prior to cardiac surgery. A leak is found at the proximal part of the catheter. I retightened the various connectors, the one in the middle had barely been touched and had broken. The tip of the tap was stuck inside. Consequences: the drugs that were on the median line weren't really going to the patient, particularly the hypotensive drugs, which after the new catheter was fitted were given at a reduced rate because they had to be given directly to the patient. There were no negative clinical consequences for the patient, as it was discovered in time. Medication transferred to distal line. Catheter removed after femoral catheter reattached by the doctor. All drugs prepared and infused into the new catheter." There was no reported patient harm.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The customer returned one 3-l catheter, one opened non-arrow connector, one unopened non-arrow connector, and one unopened cvc kit for analysis. Definite signs of use were observed on the catheter. Visual analysis of the medial luer hub revealed a material within the hub, consistent with the appearance of a broken male luer tip lodged within the hub. The customer indicated via the complaint report that the non-arrow product broke off and separated inside the hub, and the resulting leak was observed at the level of the broken non-arrow component. Slight chipping , white stress marks, and cracks on the proximal surface of the medial hub were also noted, which indicates application of excessive pressure. The tip of the returned non-arrow connector was broken, and the separation point appeared rough and jagged. After performing dimensional and functional testing, the medial line was cross-sectioned to further examine the lodged item. The lodged male luer tip was removed and observed to have a rough point of separation. Based on the nature of the customer report that the damage was found during use, it is being assumed that the unopened kit is a representative sample. The male luer tip could not be removed from the medial luer hub. The outer diameter of the medial extension line measured 2.92mm which is within the specification limits of 2.90-3.00mm per the extension line extrusion graphic. Neither the inner diameter of the medial extension line, nor the inner diameter of the medial luer hub could not be accurately measured due to the male luer tip lodged within the hub. The proximal and distal luer hubs, as well as all hubs for the returned unused catheter were tested with the male luer gauge and were within the specified range. This indicates that the luer hubs were conforming per iso 80369-7. In addition, all inner diameters at the proximal ends of the undamaged hubs measured within the specifications of 4.27-4.31mm per product drawings. The extension lines were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and distal lines were flushed using a lab inventory syringe and flushed as intended. The medial luer hub could not be tested due to the damage. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The distal and proximal extension lines were individually connected to the lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. No catheter backflow was observed within the extension lines. The medial extension line could not be leak tested due to the damage. The defect was attempted to be reproduced using the unopened, returned cvc catheter and non-arrow connector. Two functional tests were performed: in the first, the connector was gently inserted and secured into the medial line of the catheter. The connector was then removed with no difficulty. In the second test, the connector was inserted into the medial line with undue force. The connector became difficult to remove, and upon application of slight shear force, the connector snapped and became lodged in the extension line hub. Thus, the customer report was replicated. The damage observed was likely a result of undue force applied to the connector. R & d confirmed that the appearance of the material within the luer hub was consistent with a luer tip broken off within the hub. The white crack marks on the medial hub additionally indicates that excessive pressure was applied to the male luer tip when pushed into the medial hub. A manual tug test confirmed all extension lines were secured to their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The customer report of a leaking tubing-catheter connector could not be confirmed based on the returned sample. The customer returned the teleflex catheter and the non-teleflex connector involved. Visual analysis revealed that a separated male luer tip was lodged within the medial luer hub of the catheter. Slight evidence of cracking was observed on the medial luer hub of the catheter, which is consistent with the application of undue force during insertion of the male luer tip. The customer additionally provided clarification that the reported leak occurred at the location of the non-teleflex manufactured product. The teleflex cvc catheter passed all relevant dimensional and functional requirements, and the undamaged luer hubs were conforming to iso 80369-7 based on luer gauge testing. The defect was replicated by applying undue force on the male luer tip during insertion and removal. Based on the appearance of the damage and the description of the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.